Event description:
Following an uneventful novasure endometrial ablation, the physician began a laparoscopic tubal sterilization and "noted a blanched area on the uterine serosa. The blanched area was approx 5cm in diameter on the posterior portion of the right cornua without evidence of perforation". Upon closer examination, no bowel injury was noted. Following a brief recovery period, the pt was discharged home in stable condition.

Manufacturer narrative:
Serial number of the disposable device not provided by the complainant. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned, therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. Device history record (DHR) review could not be conducted for the radio frequency controller (rfc) as a serial number was not provided by the complainant. (B)(4).